Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history DHR for part number: 03.130.010 synthes lot number: h410237 release to warehouse date: 03-jan-2018 manufactured by: synthes monument device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncrs were generated during production. Investigation summary complaint condition: it was reported that during an unknown surgery on september 19, 2018, the tip of the star-drive screwdriver shaft twisted and broke. There was no fragment reported. It was the third time to use the shaft. The surgery was completed successfully although it was not reported how the surgery was finished. There was no adverse consequence to the patient. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) on the returned t4 screw driver observed tip fracture which is consistent with reported complaint condition. The driver tip was broken oblique at the region of origination of twisting. Broken portions were not returned. No new issues were identified. Dimensional analysis and document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed and no design issues were identified.-t4 screwdriver shaft: 03_130_010 rev.d with the fracture type observed on the tip, accurate dimensional inspection on relevant dimensions was not able to be performed. The observed tip damage is due to post manufacture breakage. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No ncrs were generated during production. Furthermore, the raw material used for production was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: while a definitive root cause for complaint condition could not be determined from the provided information, it is likely that any unintended excessive forces during usage could have contributed to twisting followed by breakage of returned device. The complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter state: (B)(6). Device was used for treatment, not diagnosis.

Manufacturer narrative:
Facility name and address is unknown. Reporter is synthes employee. A review of the device history records has been requested. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2018, the tip of the stardrive screwdriver shaft twisted and broke. There was no fragment reported. It was the third time to use the shaft. The surgery was completed successfully although it was not reported how the surgery was finished. There was no adverse consequence to the patient. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).